Event description:
The caller stated that she received a blood glucose reading of 360 mg/dl on her contour meter, and a reading of 159 mg/dl on another contour meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter is to be returned for evaluation, and a replacement meter will be sent.